Event description:
The customer reported, that although the mts 24 place centrifuge was spinning at the correct speed of 900 rpms (using with a tachometer), the display showed 450 rpms. Spec for the centrifuge is 895 +/- 25 rpm. The centrifuge speed and the readout did not match. No erroneous results were reported.

Manufacturer narrative:
No definitive root cause was identified for this incident. The centrifuge was no longer covered by ocd warranty. Ocd (cts) provided the part number of the optical sensor board and the main board to the customer to resolve the issue. This customer has not logged any complaints against this centrifuge since this incident.